Event description:
The pt was hospitalized sixteen months after index procedure for nineteen days. A repeat angio was performed. The pt has no anginal complaints. During this procedure, the diameter stenosis of the target lesion (lad) was 100%. No re-pci was performed during this procedure. The pt was hospitalized for thirteen days for a CABG. This CABG (involves target lesion) was performed. The pt had no anginal complaints. Relationship to study device and index procedure was highly probable. The lad prox and prox rca were bypassed. CABG was successful.